Event description:
It was reported that during the procedure, the device automatically returned to blade default mode from blade recall mode although the device was setting to blade recall mode in advance. When the procedure was finished, snkk service team inspected the device and found that it was showing low voltage. It is unknown how the procedure was finished since no back up device was available. There were no delays or patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of a system error could not be reproduced. Product passed functional testing per and 6 hour burn-in enclosed test tower. No faults or errors occurred during functional testing. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.